Event description:
The patient posted on social media that the device did not work for her and her vocal cord was paralyzed when it was taken out. She also noted that she has a large scar across her neck. No further relevant information has been received to date.